Manufacturer narrative:
Follow-up #1: date of submission 12/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2015 with the following findings: the black box showed a loss of prime event on (B)(6) 2015 at 10:26; deliveries resumed at 19:00. On (B)(6) 2015 at 12:44 there was another loss of prime; deliveries resumed at (B)(6) 2015 05:53. On (B)(6) 2015 at 12:33 a replace cartridge alarm was recorded; deliveries resumed at 23:53. The bolus totals in the bolus history were consistent with bolus totals in total daily dose (tdd) history at time of reported issue. A 10 unit audio bolus and 10 unit normal bolus were successfully performed and both were accurately recorded in the pump bolus history and the bolus total daily dose correctly showed 20 units. The tdd¿s added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. There were no errors, alarms or warnings during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 482 mg/dl with polyuria, extreme drowsiness, polydipsia, nausea, shortness of breath and symptoms of dehydration associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did match the active basal program and the basal history matched the active basal program settings. It was also revealed that the bolus totals did not match. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged prime issue.